Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. E24125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), psychological trauma ("psychological injury"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder disorder"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (endometrial ablation and total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder and bladder disorder had resolved and the psychological trauma, cystitis, vaginal discharge and vaginal infection outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding 6 coils trailing from left ostia and 8 from right. Batch no e24125, production date 2015-08-12, expiration date 2018-08-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. E24125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), psychological trauma ("psychological injury"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder disorder"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (endometrial ablation and total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder and bladder disorder had resolved and the psychological trauma, cystitis, vaginal discharge and vaginal infection outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding 6 coils trailing from left ostia and 8 from right. Most recent follow-up information incorporated above includes: on 22-apr-2021: mr received: case become serious incident, essure removal date and surgeries were added. Lot number added. Event injury nos deleted. Reporter information, patient demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), injury ("injury"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psychological injury"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder disorder"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder and bladder disorder had resolved and the injury, psychological trauma, cystitis, vaginal discharge and vaginal infection outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, injury, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New events: psychological injury, pain, bleeding, urinary problems, bladder disorder, bladder infection, vaginal discharge, vaginal infection was added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.